Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Piece fell out of mics hand piece. Took saw attachment off of mics and small bolt fell out of mics. Appears to have sheared off. Tka procedure. As reported by the mps: the issue was discovered after the case when I took the saw blade attachment off the mics. The screw was found.

Manufacturer narrative:
Reported event: the front end of the handpiece was compromised. Product history review device history records indicate (B)(4) devices were manufactured under lot k09gw and (B)(4) including 4202172 were accepted into final stock on 5/10/2017. A review of (B)(4) revealed that the issue is not related to the failure alleged in this compliant. Complaint history review a review of complaints related to parts in lot number k09gw, p/n 209063 shows no other complaint related to the failure in this investigation. Visual inspection: visual inspection revealed a screw broke. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Functional inspection: the handpiece motor and electronics function as intended. Material analysis: material analysis was not completed because functional inspection clearly showed failure. Conclusion: the screws hold the front end in place. If the screws back out then the front will come off. Nc/CAPA history review: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Piece fell out of mics hand piece. See attached photos. Took saw attachment off of mics and small bolt fell out of mics. Appears to have sheared off. Tka procedure. As reported by the mps: the issue was discovered after the case when I took the saw blade attachment off the mics. The screw was found.